Manufacturer narrative:
The date for the second sensor removal attempt remains pending. Per data management system review, the user was actively using the system with a different sensor and had up-to-date information. Difficulty with sensor removal is a known and anticipated potential adverse effect as described in the eversense user guide, which does not require additional investigation.

Event description:
On (B)(6) 2026, senseonics was made aware of an incident in which a healthcare provider reported an unsuccessful attempt to remove a previously implanted sensor from the user's upper left arm. An incision was made, and the sensor was successfully located; however, the sensor could not be removed during the procedure.